Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were above 600 mg/dl and 353 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with needles. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer alleged the insulin pump for under delivery because they had high blood glucose levels since last 24 hours and they had changed infusion set but the blood glucose levels were staying high. The customer also reported air bubbles in the reservoir. The insulin pump passed displacement test. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.